Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, decrease impedance and loss of capture were observed on the right ventricular (rv) lead and dislodgement was suspected. It was also noted that the lead fixation of the sleeve or the fixation of the lead with the device may be the problem. Rv lead remains in use. No patient complications have been reported as a result of this event.